Event description:
On (B) (6) 2009, the sales rep reported that during a kit inspection, it was identified that the tip of the driver were bent. This malfunction has resulted in an adverse event in the past. There was no pt involvement.

Manufacturer narrative:
Event occurred during a kit inspection. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Eval is pending.